Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repairs. Review of the event history log (ehl) found multiple upstream and downstream occlusion alarms. An occlusion test was performed as per uso/dso station smte23, and the unit duplicates upstream occlusion immediately without clamping the tube at the initial stage of the test. The cause of the reported issue was that the uso and dso sensors were out of calibration. The dso sensor assembly was replaced. The device then passed all tests after the repairs.

Event description:
The customer returned the product for repair/calibration, during device evaluation, it was identified that the downstream occlusion (dso) sensors were out of calibration. There was no patient involvement.